Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the customer reported issue was confirmed due to a defective cable unit. In addition, a unique device identification not readable and minor scratches on multiple device components were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos camera head display an e216 error. The event occurred during preparation for use, prior to a therapeutic laparoscopic hysterectomy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the error resulted because of a communication failure which occurred due to a defective cable unit. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.